Manufacturer narrative:
The statement, "the complained test strips have been calibrated against the who standard rtf/16 and the affected by recall." Provided previously was not correct. Strip lot 27216614 is considered to be unaffected and was not associated with the recall. The results given in the complaint from this strip lot are considered to be valid.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 272166) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The customer received questionable results for two patients from coaguchek xs meter serial number (B)(4) compared to a laboratory using dade innovin reagent. This medwatch is for strip lot 27216614. Refer to the medwatch with patient identifier (B)(6) for strip lot 32264212. Patient 1 meter results were 2.8 inr with strip lot 32264212 and 2.6 inr with strip lot 27216614. The result from the laboratory within one hour was 2.09 inr. Patient 2 meter results were 3.7 inr with strip lot 32264212 and 3.2 inr with strip lot 27216614. The laboratory result was 2.66 inr. This patient was an (B)(6). There was no allegation of an adverse event. The patients had no anemia, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no bleeding or bruising, and no changes in diet or medications. The therapeutic range for both patients was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 272166 and 322642) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.